Event description:
It was reported the pt could not see sn at this time- may be available in the future. Rep conducted t/s just to make sure unit is functioning as expected- unit passed water test. Rep went over wick placement tips and will check this (B)(6 )1 pm est. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt could not see sn at this time- may be available in the future. Rep conducted t/s just to make sure unit is functioning as expected- unit passed water test. Rep went over wick placement tips and will check this friday 9/12 1 pm est. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.